Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked below the drip chamber. This was observed during total parenteral nutrition (tpn) infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6, and h10. H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The assembly of the tubing into the drip chamber was according to specification. Functional testing included pressure testing, clear passage under water testing, and priming, and no defects were observed that could generate the reported problem. The reported condition was not verified. The batch review could not be conducted as the lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted.